Event description:
It was reported the patient had an inflammatory mass confirmed by an MRI. The patient had difficulties walking and continued to use a walker. The patient's wife stated the patient "suffered from paralysis from the waist down", however the hcp indicated the patient had no paralysis just weakness. The hcp indicated the catheter and mass were explanted on (B) (6) 2009 by a different neurosurgeon. The primary hcp had requested additional information regarding the explant, but had not received any to date. In (B) (6) 2010, the pump was shut off until the patient completed physical therapy rehabilitation. The hcp planned to explant the pump after the completion of physical therapy. The drug in the pump was dilaudid. The patient had no residual problems. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). The serial number is included in the range for the device/drug interaction/ inflammatory mass (dated (B) (6) 2008), reason for recall has not been confirmed in this device. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.